Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that the patient¿s wound was starting to leak. It was indicated that the neurostimulator would be scheduled to be removed and replaced with a new one in a new pocket.